Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed an event indicating automatic capture retry was greater than forty percent. The threshold measurement was high at 2.4 volts at .4 milliseconds. Technical services (ts) suggested turning off automatic capture because there is no longevity benefit and program fixed output. A commanded test was performed and did not get any error message; however, the ventricular evoked response channel was putting the device into retry. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.